Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, an increase in threshold and an r-wave amplitude variation was reported. The physician suspects that it could be due to a micro dislodgement, but it was not confirmed. The patient was stable and will continue to be monitored.